Event description:
The customer's father stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The father stated that the blood glucose levels were high all day prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The tubing clamp was not available to perform the high pressure test. The father did not feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.